Manufacturer narrative:
(B)(4). Insulin pump received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test due to blank display. Unit had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was cracked. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had blank display. The device will be returned for analysis.